Event description:
It was reported to boston scientific corporation that an obtryx halo mid-urethra sling was implanted in 2007. At the approximate four week post op visit, the patient reported "husband was complaining of feeling something back there". Upon examination, the physician felt that a suture came loose. The physician cut the suture, in the office setting, and the incision remained closed. Four weeks later the patient returned with the same complaint. Under examination the physician could feel that there was a 1cm opening an could feel the mesh of the sling. There was no infection. On the patient's return visit, the following monday, the exposed mesh was trimmed and the incision was sutured. The patient is continent and reported as being fine.

Manufacturer narrative:
The device will not be returned as it remains implanted within the patient; therefore, a failure analysis will not be available, and we are not able to determine the relationship between the device and the cause of this event.